Event description:
It was reported that the system deleted images without command. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted. The system was tested and found to be working as intended and returned to service.